Event description:
It was reported during implant procedure that the right ventricular lead exhibited poor sensing. Repositioning was unsuccessful as the helix could not be re-extended. The lead was exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: update to add report source of "foreign" in g2.

Manufacturer narrative:
The reported events were helix mechanism issue and sensing anomaly. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the lead found the inner coil was over torqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported event of sensing anomaly was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and over torque of the inner coil.